Event description:
Patient on unit with 20 gauge 1 1/4" catheter in right forearm. Hub separated from plastic catheter. Plastic catheter remains in pt's arm. Pt has psychiatric history. Pt may have cut catheter. When catheter removed rptr will send to an independent testing organization for examination.